Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.

Event description:
A bipap a30 device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and burnt cable connector was observed. Additionally, dust/dirt was present and the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.